Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor was not functional. Customer was assisted with linking the new sensor. The customer also reported experiencing a high blood glucose of 431 mg/dl earlier in the morning. The customer stated they did not receive an alert for their high. Customer declined to troubleshoot. Customer stated they have treated for their blood glucose. The insulin pump will not be returned for analysis.